Manufacturer narrative:
The pt reported that he administered excess insulin by pushing on the cartridge plunger while attached to the infusion set. The user guide cautions the user to follow instructions in order to avoid improper or incorrect use of the pump. Using the cartridge outside of the pump is not a recommended method of insulin delivery.

Event description:
It was reported that the pt experienced hypoglycemia that was treated by paramedics. The pt said that his wife called for paramedics because his blood glucose reading displayed "low" on the meter. He said that the paramedics removed the pump and his blood glucose resolved to 200 mg/dl after treatment. The pt noted the following sequence of events: he ate dinner around 7:30 pm, the cartridge needed to be replaced, he removed the cartridge from the pump, and manually pushed on the plunger to deliver his dinner bolus. He said he was not aware of how many units were delivered.